Event description:
It was reported that this right ventricular (rv) lead was suspected to have twiddlers syndrome; later on, the physician noted some issues with the helix retraction and proceeded to extract the lead and implant a new one. No additional adverse patient effects were reported.